Event description:
Lawyer reported a pt experienced a fungal infection after using renu with moistureloc multi-purpose solution. The pt felt discomfort after removing the left contact lens. She experienced tearing and pain through the night, and went to an eye care professional the next day. The dr thought it was a bacterial infection and prescribed an unspecified eye drop. Within a few days, the pt returned as the eye was progressively worse. She was then treated for a fungal infection and given 22 different medications during this period to find the ones that would work. Lab results revealed the fungus fusarium. By the end of the month, the pt received a corneal transplant, and by the middle of the following month, she had her lens removed as well as a blood clot that had formed in the back of the eye. She also underwent an eye flush at an unspecified time. The pt saw the physician on a monthly basis unless there was a problem. Sometimes the "pressure [was] high" and required additional attention. The pt reported this event to the medwatch medicinal products reporting program.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.